Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v499733, implanted: (B)(6) 2010, product type: lead. Product ID: 7482a51, serial# (B)(4) implanted: (B)(6) 2010, product type: extension. Product ID: 37602, serial# (B)(4). Implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# v499733, implanted: (B)(6) 2010, product type: lead. Product ID: 7482a95, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported there was premature battery depletion. It was stated a replacement surgery was required due to the event. It was noted the battery depleted after 6 months. It was stated the patient status at the time of report was alive with no injury. It was noted the patient had a loss of therapy on the right side of their body. It was noted they were unable to obtain impedances from the explanted battery because it was already depleted at the time of surgery. It was further reported the patient had their non-rechargeable device replaced with a rechargeable device. It was stated the patient was worried the rechargeable implantable neurostimulator (ins) would go dead a couple of times and they would have to have it replaced. Additional information received reported the patient received effective therapy.